Event description:
It was reported that during a stenting treatment procedure, partial stent deployment occurred. A 10x60x120mm epic stent was noted to be partially deployed while unpacking. No patient complications were reported and the procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the safety lock was present, although it cannot be confirmed whether it was removed from the device and then placed back on the device. The distal end of the stent was partially expanded a length of 6mm. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed partial deployment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).